Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the pacemaker went into back-up vvi. Programming changes were made. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.